Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
As reported, the autopulse li-ion battery ((B)(4)) was inserted in the autopulse platform and the platform displayed a "replace battery" message. The battery status indicator had all leds illuminated (fully charged) when status button was pressed. The issue was observed during routine check and no patient was involved.